Manufacturer narrative:
A medtronic representative was present at the site and confirmed that the system functioned as designed after the aiming device was realigned. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial biopsy procedure while using a drill through precision aiming device, the aiming device shifted. Site was able to realign the device and continue the procedure. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.